Manufacturer narrative:
Event date was reported to be 2017. Baxter received and evaluated the device. A device history review revealed no issues that could have caused or contributed to the reported issue. The reported condition was verified. The device was found out of specification in relation to the reported melted rear case which was observed through visual inspection. The cause was determined to be heat damage by external influences and the rear case was replaced to correct this condition. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the rear case was melted on a spectrum pump. There was no patient involvement. No additional information is available.